Event description:
Earlier this year, this patient underwent an exploratory laparotomy, lysis of adhesions, intra-operative ultrasound of the liver, cholecystectomy and extended left hepatectomy. When the left portal vein, left hepatic artery, and left bile duct had been dissected adequately, these were divided with a single application of a vascular linear cutting stapler. Dissection continued superiorly, and the middle hepatic vein branches were tied in continuity with 2-0 silk ties and divided between the ties. The inflow occlusion was maintained for 15 minutes and then released with pressure held on the liver to allow 2 minutes of blood flow to the liver. Inflow occlusion was again obtained with a tourniquet, and the dissection continued. When the dissection came up to the vena cava, the tumor was dissected free from the vena cava, and a vascular linear cutting stapler was placed and fired to divide the left hepatic and middle hepatic veins flush with the vena cava. The specimen was then removed. Shortly after placing the stapler, however, it was seen that the staple line opened on the vena cava and led to immediate blood loss. Pressure was held with the finger, and this opening into the vena cava was repaired with a running 2-0 vicryl over-and-over suture and then with a 2-0 silk mattress suture. This did lead to increased blood loss from 400 ml at that point to a total of 1,200 ml, so an additional 800 ml was caused by the stapler misfire. The decision was made to give the patient 2 units of packed red blood cells because her hematocrit at this point was checked and was 27. Hemostasis along the cut edge of the liver was obtained with the argon beam coagulator after which surgifoam was injected against the edge of the liver and fibrillar was packed in place. The peritoneal cavity was copiously irrigated with a liter of saline, and a 19-french blake drain was brought through a right mid abdomen incision and sewed to the skin with a 2-0 nylon suture. There was seen to be excellent hemostasis from the cut edge of the liver and from the repair of the vena cava. Repeat color flow doppler ultrasonography revealed excellent blood flow in the right portal vein and right hepatic artery with normal outflow through the right hepatic vein. The inferior holding skin stitch and the self-retaining retractor were released, and the drain was laid in place along the resection margin of the liver. The umbilical tape and the tourniquet were removed. The patient's central venous pressure during the liver dissection had been 9, and the total of 34 minutes of inflow occlusion time was used in 2 clamp periods.